Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that the patient's ipg was explanted and replaced. Follow up indicated the patient was doing well post operatively.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg would not communicate with external devices. Patient also reported loss of therapy. In turn, surgical intervention may be pending to address the issue.